Manufacturer narrative:
Evaluation results: lesion morphology (97% stenosis and calcification). Deformation issue. Inherent risk of procedure (stent deformation). Conclusion results: lesion morphology (97% stenosis and calcification). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was reported that the physician could not deliver the endeavor resolute (rx) drug eluting stent across the target lesion in the lad which exhibited 97% stenosis and calcification. It was reported that the lesion was pre-dilated. No patient injury occurred and no clinical sequelae were reported. When the device was returned to the manufacturing facility, and through analysis it was noted that the stent of the device as damaged. Evaluation summary: the device was returned to medtronic for evaluation. The hypotube was slightly kinked. The 4th proximal segment had a raised strut, the 10th and 11th proximal segments were deformed, the 8th and 11th distal segments were deformed. The distal tip was frayed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).